Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the (B)(6) guideline. Olympus (B)(4) checked the subject device and found that the light guide lens was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [(B)(6), 2020] instrument channel : pseudomonas spp. (9cfu / ml), auxiliary channel : pseudomonas spp. (>150cfu / ml), [(B)(6), 2020] auxiliary channel : pseudomonas oleovorans (>150cfu / ml), [(B)(6), 2021] auxiliary channel : pseudomonas spp. (>150cfu / ml). The device had been reprocessed with olympus automated endoscope reprocessor, etd3 plus (not available in the USA), using glutaraldehyde. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa (B)(4). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.